Manufacturer narrative:
The customer called technical support to report that the battery needed to be replaced as the device was not holding a charge during use. The battery is replaced every five years, which brings the customer to a deadline of 2025 for this device. A service quote consisting of the replacement battery was sent to the customer for approval, and the customer accepted. The replacement battery was ultimately ordered for repair. Per good faith effort (gfe) response, the event log could not be provided, but the observed message corresponded to a loss of battery charge; the battery lot number and serial number could not be provided, but the battery reached the end of its preventive life (5-year replacement cycle ¿ maturity 2025). The troubleshooting consisted of a functional analysis, confirming the loss of battery capacity. The problem was confirmed, and once the replacement battery was installed, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual, which indicates that the battery requires replacement every 5 years to ensure proper system performance. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that that the battery needed to be replaced as the device was not holding a charge during use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery needed to be replaced as the device was not holding a charge during use. A service quote consisting of the replacement battery was sent to the customer for approval, and the customer accepted. The investigation is ongoing.